Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed in the initial procedure. If explanted, give date: not applicable, as lens was removed in the initial procedure. Initial reporter email address: unknown/not provided. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain the missing information and additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic broke during the implantation into the patient's operative eye. Account indicated that the lens was fully inserted into the eye and was removed during the same procedure. It was provided that the procedure was delayed for 20 minutes, the incision was enlarged, sutures were placed, and medication was prescribed. No further information was provided.